Event description:
A 77-year-old female came to the ep lab for an insertion of an amulet related to her atrial fibrillation. She was receiving the amulet as part of the catalyst trial. She recovered from the procedure and was walking out of her room to discharge. She collapsed and went into cardiac arrest. Acls was performed and rosc was achieved. Post-arrest, an echocardiogram showed a large pericardial effusion. The patient was taken to the operating room for a sternotomy. A pulmonary artery laceration was discovered and repaired. The surgeon attributes the laceration to the hooks on the amulet that went through the left atrial appendage and into the pulmonary artery.